Manufacturer narrative:
B3: date of event is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l2-pelvis. It was reported that it was hard to know which set screw from this pack is loose. One of the set screws is no longer in the screw tulip after it was broken off during the case. The right l2 set screw has backed out of the screw¿s tulip. Surgeon noticed set screw out of position on post op follow x-ray. Surgeon did not indicate a symptoms related to the loose set screw. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative stating that the set screw is still in the patient and the replacement procedure is scheduled for (B)(6) 2025. The procedure involved was transforaminal lumbar interbody fusion involving the l2 vertebra fused to the pelvis and that there was no delay in the procedure. No specific complication that I was made aware of with this patient. Level implanted: the loose set screw is at right l2. Additional information was received from the manufacturer representative stating that hcp removed the set screw, and then replaced it with a new one to ensure proper fixation. After removal, photos of the set screw were taken and attached for documentation or further review. Additional information was received from the manufacturer representative stating that the explanted set screw was discarded by the hospital.